Event description:
An endurant stent graft system was implanted in the patient and a reliant balloon was used for the endovascular treatment of a 5.6cm abdominal aortic aneurysm. Vessel morphology was not reported; however it was noted that the patient¿s anatomy was unfavourable due to bilateral external iliac disease with a left common iliac aneurysm. The patient presented moderate thrombus in the proximal neck. During the index procedure the physician identified a persistent type ia endoleak. The physician inflated a balloon and ruptured the aorta proximal to the renal arteries. The physician used 30cc syringe with 50/50 contrast. Normal inflation speed. The physician noted that the reliant balloon was used per normal procedure and the ruptured occurred during the second inflation. Subsequently the patient¿s pressure dropped immediately and with no alternative endovascular options the patient was converted to open repair. The physician performed suturing to the torn vessel. The tear was noted as infra renal. The stents grafts were not explanted. Subsequently the patient expired due to renal insufficiency. The physician noted that the renal failure was not a direct result of the aortic perforation. A review of several returned angio images showed what appeared to be thrombus within the aorta. An image during ballooning shows that the balloon was inflated proximally just above the proximal stent graft margin. An image was seen showing that the aorta had perforated in the area of the renal arteries. The cause of the vessel perforation was due to ballooning within the diseased vessel.

Manufacturer narrative:
(B)(4). Method: (films). Results, conclusions: inherent risk of procedure (death).